Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the friend/ family regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient fell forward and hurt his chin and has a cut on it but he got up and was okay afterwards. Consumer stated a couple weeks after the fall patient now has pain in his back. Patient has not needed to make adjustments since implant because it had worked for him. Consumer stated they tried increasing stimulation for 7.5v to 8.0 but he has not able to feel anything, no tingling. Patient has gotten a cat scan but they have not gotten the results yet. Patient directed to hcp to discuss pain. No further patient symptoms or complications were reported in this event.